Manufacturer narrative:
The tech replaced the mattress ticking with a revitalization kit to resolve the issue,

Event description:
The tech alleged that the mattress ticking was worn out in chest area allowing fluid ingress to the top foam. No pt impact.